Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during the fluid/air exchange of a procedure when nitrogen was to be infused, fluid was infused instead. There was no harm to the patient. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customers¿ reported event occurred during an outside, nitrogen air source replacement. This air source was to be connected to the system. The system was examined and the reported event was replicated. However, the company representative discussed with the facility staff; that the event occurred because of a safety mechanism. The safety mechanism occurs when there is pressure drop (or lack of nitrogen gas) being delivered to the equipment, a system message (sm) displays. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 13, 2011. Based on qa assessment, the product met specifications at the time of release. The system communicates information to the user through the display of system messages which are displayed and described to the user as faults, errors, advisories or system information. These terms are used to classify the level of response required to ensure fail-safe operation of the system. The presentation of a system message alone does not indicate that a malfunction has occurred. System messages typically occur when the system detects a condition that is not met but is required for the system to continue. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).